Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer concerning patient with an implantable neurostimulator (ins) for multiple back operations and spinal pain. It was reported the patient¿s first ins stuck out until it was replaced. The patient said it dislodged itself; she felt when it happened it felt like it was ripping out stitches or something and it stuck out until it was replaced. No further complications were reported/anticipated. See related (B)(4) for information related to fall and ins dislodging/pain.